Event description:
This 66 year old female underwent bilateral breast augmentation mammoplasty in 1990 with bilateral silicone gel cox-uphoff implants at another facility. She now presents with desire to have implants removed due to history of scleroderma and symptoms of decreased vision and hearing and increased fatigue. Gross exam of the explanted devices revealed a ruptured implant on the right and intact implant on the left. Both capsules showed chronic inflammatory changes and fibrosis.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: none or unknown. The device was not destroyed/disposed of.